Event description:
Related manufacturer report number: 2017865-2022-16328. During an in clinic follow up, an increased capture threshold was noted on the left ventricular (lv) lead. A microdislodgement of the lv lead was suspected as the patient noted the device had migrated downward. It was suspected the device migration was due to tissue laxity. Additionally, a slight, in range increase of the defibrillation impedance was also noted on the device, also suspected to be due to the device migration. The lv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.